Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse saw that there were 57 autofill failures after some testing. There was also a noted malfunction in the drive manifold. The fse replaced the drive manifold and there was no longer a malfunction. The fse performed a semi annual pm per manufacture specifications. The functional tests (pressure signal, ECG signal, electrical safety test standard iec 60601, earth resistance, leakage current and insulation resistance) were completed with a patient simulator and iapb consumable. The unit complies with the recommendations and tolerance ranges defined by the manufacturer functional equipment. A supplemental report will be submitted upon completion of our investigation.

Event description:
Initially, it was reported that the cs300 intra aortic balloon pump (iabp) would not turn on. Later it was clarified by the getinge representative that during start up the cs300 intra aortic balloon pump (iabp) had a purge failure. The iabp was replaced and therapy was provided. There was no harm or injury to the patient and no adverse event was reported.

Event description:
It was reported that during start-up, during tank purging the cs300 intra aortic balloon pump (iabp) no longer turns on. The users took another cs300. There was no patient harm reported.

Manufacturer narrative:
Corrected data: b5, h6 (problem code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(site country), d4-unique identifier, g3, g6, g7, h2, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10. Additional information: event site postal code: (B)(6).